Event description:
A customer in (B)(6) reported false susceptible vancomycin results for an enterococcus faecium strain in association with etest® vancomycin va 256 ww s30, when reporting an issue with the vitek® 2 ast-p655 test kit. The customer initially reported that the vitek results were incorrect, but the biomérieux investigation showed a discrepancy with the etest susceptible results (3 mg/l s), when compared to the reference method (broth microdilution, bmd) resistant result (8 mg/l r). It is not known if the etest susceptible results were reported to a physician, even though the customer stated no incorrect results were reported and there was no impact to patient treatment. There was a delay greater than 24 hours for reporting due to retesting as stated in the initial vitek complaint. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false susceptible vancomycin results for an enterococcus faecium strain in association with etest® vancomycin va 256 ww s30. Identification of the customer's strain was confirmed to the species e. Faecium on the vitek 2 gp ID card (lot 2420414203) . The returned strain was tested with two reference methods and two molecular biology methods: agar dilution (ad), that is the reference method used for the development of the etest vancomycin (etest va), gave a mic value of 1 g/ml. Broth microdilution (bmd) that is the reference method used for the development of vitek 2 vancomycin obtained a mic value of 8 mg/l. Pcr multiplex van to check the presence of van resistance gene was vanb positive. The vancomycin resistance of the returned strain was confirmed. Whole genome sequencing for the returned strain was characterized as clone st 117. The returned strain was tested with two different etest va lots (impacted lot 1006003850 and another lot 1006170880 or 1006681480) using three different suppliers of mueller hinton (mh) medium: biomérieux, bd and oxoid. On mh biomérieux medium (mhe) the mic etest va value obtained is 8 mg/l on both lots. On mh bd medium, the mic etest va value obtained is 2 mg/l on both lots. On mh oxoid medium, the mic etest va 256 value obtained is 2 ug/ml on both lots. Since the eucast breakpoints for the pair enterococcus faecium/vancomycin are the following: s <=4 - > 4 r, a difference within 1 doubling dilution is enough to change the category to susceptible or resistant. The returned patient strain is a borderline strain. Retained samples analysis of the customer lot and one internal reference lot 1006170880 used for the investigation, were confirmed with the non-fastidious atcc quality control strains tested for the release of etest vancomycin va 256 ww s30, reference 412488, mentioned on etest vancomycin instructions for use (IFU): staphylococcus aureus atcc 29213 and enterococcus faecalis atcc 29212. This conformity was confirmed with two different suppliers of mueller hinton media (biomérieux et bd). Complaints trend analysis confirmed there was no other complaint registered on this lot and the trend analysis of complaints does not indicate a trend for this issue with the referenced lot. Conclusion: the results obtained with the returned strain show that this strain is a borderline strain. For this type of isolate with a low-level vancomycin resistance, a phenotypic methodology can be not enough for the detection of the resistance. A molecular biology method can be necessary.